Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be providing in the follow-up report.

Event description:
According to the surgeon, "took back for bleeding 6 days after surgery, seemed to have torn an edge off the patch, sutures intact in the vessel wall."

Event description:
According to the surgeon, "took back for bleeding 6 days after surgery, seemed to have torn an edge off the patch, sutures intact in the vessel wall."

Manufacturer narrative:
A definitive serial number could not be determined. The available information was reviewed. [Surgeon] performed surgery on a patient where photofix was used as a patch. The indication for surgery was no directly stated but the complaint was mentioned in addition to a case of a carotid endarterectomy. The initial date of surgery was not stated. [Surgeon] stated that the patient was taken back, "for bleeding 6 days after surgery, seemed to have torn an edge off of the patch, sutures intact in the vessel wall." Additional information including patient medical history and surgical notes for the initial surgery or the re-operation are not available for consideration in this complaint evaluation. Details surrounding the patient's post-operative recovery are also unknown. [Surgeons] did not provide any additional information on why they believe the event occurred. The source of the photofix patch torn edge and subsequent bleeding is unknown. Tissue damage leading to blood leakage through holes and tears is a known adverse event. The photofix manufacturing process includes 100% visual inspection prior to final packaging. The relationship between torn edge and photofix cannot be determined without additional information.